Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with two mentor smooth round moderate profile 375cc saline breast prostheses that deflated after implantation. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 500cc saline devices on (B)(6) 2017. This medwatch form is for the right-side device. Originally, this event was reported to mentor as a unilateral (left side) deflation event. It was subsequently reported via asr on mentor report submission number (B)(4). However, on (B)(6) 2018, mentor was made aware that both the left and right devices were found deflated during explantation surgery. Since mentor was made aware of the second device issue after (B)(6) 2018, it is no longer eligible for asr submission. Thus, it will be reported as a 30-day MDR with an awareness date of (B)(6)2018.

Manufacturer narrative:
On 4/13/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the device was returned to mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).